Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: damage the device was returned to us customer quality and was then forwarded to materials development for investigation. Investigation below is a summary of materials development's investigation. Reference pi attachment "(B)(4). Materials. Pdf". Visual inspection the side view of the tip of the screwdriver shaft shows a fracture surface that twists around the part. The tip is also deformed. An oblique view of the fracture surface shows river lines pointing to one of the ¿star¿ points. Similar lines can be seen in the final fracture area point to the same initiation site as the primary fracture. The river lines are curved. The fracture surface was burnished, obscuring some of the details. Additionally, the drill bit broke near the transition from thread to solid shaft. Not enough thread remained to assess the sharpness of the drill bit's cutting surface. Dimensional inspection dimensional inspection could not be performed due to the received condition of the device and the drive-feature's geometry. Document/specification review the manufactured-to and current drawings were reviewed; no design issues were observed conclusion the complaint was confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No material defects of inclusions were noted in any of the components that would have contributed to the crack initiation or propagation. A fracture surface that twists around the part, rather than in one plane, is typical of a torsional fracture. The deformation of the tip likely occurred during the final fracture of the component. River lines point towards the initiation of a fracture and indicate an overload condition; the river lines are curved, further indicating a torsional fracture. Tightly adhered residue is typically evidence of corrosion, caused by the unassisted fracture surface being exposed to a corrosive environment. Large areas of the fracture surfaces that were not covered with the residue layer, prior to cleaning, are likely areas of the final fracture. For these parts, it is likely that a crack had formed in the part prior to the final fracture event. The part was then exposed to a corrosive environment, such as cleaning solution, where the unassisted fracture surface began to corrode, creating the observed residue. During the final fracture event, enough force was applied to fracture the reduced cross section of the part. This final fracture area may not be covered with residue, as it was not exposed to the corrosive environment. Each of the ratchet marks likely points to an additional initiation was present. This is indicative of more than one loading cycle. No other signs of fatigue were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part # 03.130.010 synthese lot # 9923514 supplier lot # na release to warehouse date: may 02, 2016 manufactured by synthese monument no ncr's were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, during an open reduction internal fixation of 3-4 metacarpals on left hand, the surgeon put in two (2) screws in the plate on the metacarpal with no issue. Then the two (2) drill bit broke and the broken ends lodged in the canal of the bone. The surgeon was able to get one broken end out. He could not retrieve the other broken drill bit piece. Then the surgeon had a screwdriver blade break upon inserting a screw. And later he had another screw head break as he inserted the screw. There was a delay of surgery of sixty (60) minutes as the surgeon retrieved broken pieces and tried to use other implants to complete the surgery. Patient outcome is unknown. Concomitant device reported: unknown screws: trauma. This complaint involves six (6) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The product return status has been changed to not available and quantity to be returned changed to 0.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identifier: (B)(6). 510k: this report is for an unknown screwdriver/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) of 3-4 metacarpals on left hand, the surgeon put in two (2) screws in the plate on the metacarpal with no issue. Then the two (2) drill bit broke and the broken ends lodged in the canal of the bone. The surgeon was able to get one broken end out. He could not retrieve the other broken drill bit piece. Then the surgeon had a screwdriver blade break upon inserting a screw. And later he had another screw head break as he inserted the screw. There was surgical delay of sixty (60) minutes as the surgeon retrieved broken pieces and tried to use other implants to complete the surgery. Patient outcome is unknown. Concomitant device reported: 1.5mm variable strut plate 12 holes (part# 02.130.260, lot# unknown, quantity# 1), unknown screws: trauma (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unknown screwdriver. This is report 2 of 3 for (B)(4).